Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Additional information received stated that the femoral trial had been used previously on numerous occasions, however, the femoral trial first well on the cut surfaces. There was a 20-minute surgical delay.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon was a long time loyal user of the depuy cement-less cruciate retaining, sigma femoral component. On friday, (B)(4) the surgeon made the normal cuts and used the standard metal size 4 c/r femoral trial. Everything fit normal. The real implants were opened and implantation was initiated. The size 4 left cement-less sigma femoral component failed to seat distally. The surgeon noticed a gap no less than 3mm on the distal lateral aspect of the femur between the impact and the bone. The femur was otherwise fully seated. The femur was then removed and a cemented implant opened. They were sending the 4 in 1 cutting block, the femoral trial and the actual femoral impact for review.